Event description:
Eos occured on (B)(6) 2018. This device was not interrogated for 2 years.

Manufacturer narrative:
This report was opened in error on the wrong device. There is no complaint on this device. -